Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.